Event description:
It was reported that during the cholecystectomy, the device's scissors slipped off the anatomy and contacted the patient's duct. The patient had leaks that resulted in readmission. There were no patient adverse event.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026 b3: exact event date unk, entered (B)(6) 2026 as only the year was provided. D4: batch # z7050e investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection indicated the returned el5ml device showed no apparent external damage. The opened packaging labeled z7052r (from a different device) was also returned with the instrument. During functional cycling, the instrument was empty and locked out. Consistent with the device design, which locks out after all clips have been fired. Disassembly revealed no anomalies in the internal components. The orange indicator on the handle provides a visual reference to the user for the number of clips remaining. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed, as the device was returned empty. No product defect was identified, but other circumstances or issues during use may not have been replicated in laboratory analysis. Device history review a manufacturing record evaluation was performed for the finished device batch z7050e number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.